Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station was stuck on a black screen and showing offline on rss. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for s/n (B)(6) was performed from the date of manufacture, 13jun2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not powered on due to a frayed internal pyxibus cable on the main unit. A field service engineer replaced the damaged pyxibus cable and recovered the failed cubie drawer. The system functioned as intended after the field service engineer repaired the device.